Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22ga nexiva IV catheter system unit without packaging. The unit was secured with strips of medical tape and a transparent dressing. In addition, two photographs were submitted which displayed similarities to that of the returned unit. Through the examination, the unit consisted of the winged adapter and the extension line assembly. A small portion of catheter was observed extending beyond the nose of the adapter. The unit has a miscellaneous injection cap and closed cap attached at the end of the adapter (luer). The pinch clamp is disengaged. The unit is also secured within tape strips and a transparent dressing. The dressing on the unit demonstrates to have been cut. Through the visual/microscopic evaluation, a separation was observed at the catheter tubing slightly above the nose of the adapter. Again, the tubing appears to have been cut, as the cut is uneven with jagged edges. This indicates that the tubing was partially impacted by a sharp object and partially by force (tear), which resulted in a full separation. Further observations show there are two points on the edge of the cut that reveal an impact, such as a pinch to the tubing wall, potentially by some type of pinching. The reported issue was assessed as the defect of the catheter broke/separated after placement. After assessing if this type of defect occurred during manufacturing, the likely scenarios of 1) the manufacturing step of catheter swaging which damage may occur to the portion of the catheter that is inside the nose of the blue adapter which would result in immediate leak at the venipuncture attempt, 2) a spear through damage to the catheter tubing which would result in a characteristic v-shaped cut to one side of the wall or 3) if the catheter tubing raw material was damaged prior to entering the manufacturing process, the wall thickness of the cut area would not be uniform: it would have thinning and other anomalies where catheter tubing might have been damaged. These types of defects were not observed with the returned unit. Although the lot number of the actual device was unknown, multiple lot numbers were provided. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text: see h.10.

Event description:
It was reported that the catheter separated from catheter adapter during use and remained in patient with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that when it was removed, the plastic catheter was missing from the platform. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: what is the material and lot number? MFR 383512/lot number unknown. Possible lot numbers that are currently in the facility are 0076343, 9273942, 0036664, 0104949, 0037644, 9318414, 0076343, 9221881. What is the date the incident occurred? Incident was discovered when catheter was dc¿d on the (B)(6). Was the catheter discovered missing before or after use? After-the IV was reported that it was leaking and dc¿d. When IV was removed it was discovered that the catheter was missing. Did the course of treatment change? Patient went to the or on the 19th to get the foreign body (ie catheter) removed. Was there medical intervention? Yes patient had to get the catheter removed in the or. Were there any other actions taken? Patient satisfaction recovery needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported "possible to have been" involved. The information for each lot number is as follows: medical device lot #: 9273942, medical device expiration date: 2022-09-30, device manufacture date: 2019-09-30, medical device lot #: 9221881, medical device expiration date: 2022-07-31, device manufacture date: 2019-08-09, medical device lot #: 9318414, medical device expiration date: 2022-10-31, device manufacture date: 2019-11-14, medical device lot #: 0037644, medical device expiration date: 2023-01-31, device manufacture date: 2020-02-06, medical device lot #: 0076343, medical device expiration date: 2023-02-28, device manufacture date: 2020-03-16, medical device lot #: 0104949, medical device expiration date: 2023-03-31, device manufacture date: 2020-04-13". Medical device lot : also lot 0036664, however, this is not a manufactured lot for this product. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the catheter separated from catheter adapter during use and remained in patient with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that when it was removed, the plastic catheter was missing from the platform. Additionally, on 2020-7-24 the bd sales consultant provided the following additional information: what is the material and lot number? MFR 383512/lot number unknown. Possible lot numbers that are currently in the facility are 0076343, 9273942, 0036664, 0104949, 0037644, 9318414, 0076343, 9221881 what is the date the incident occurred? Incident was discovered when catheter was dc¿d on the 18th. Was the catheter discovered missing before or after use? After-the IV was reported that it was leaking and dc¿d. When IV was removed it was discovered that the catheter was missing. Did the course of treatment change? Patient went to the or on the 19th to get the foreign body (ie catheter) removed. Was there medical intervention? Yes patient had to get the catheter removed in the or were there any other actions taken? Patient satisfaction recovery needed.